Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation/irritation.

Event description:
Patient reported "liquid retention and breast deformation" on unspecified side. Patient representative reported "nodules", "inflammatory reaction", "felt discomfort, worsening of pain", "unusual swelling", "presence of radial folds inside the implants", "experiences severe psychological problems, generating emotional complications and difficulties in social interactions, anguish and despair". The following events are not related to the device "the left prosthesis burst during the appointment with physician to remove the stitches from the surgery" and "generalized infection". The device has been explanted.